Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the cause for the high bg was due to the customer consuming carbohydrates prior to going to sleep, and an auto-off alarm and resume pump alarm occurring. Customer confirmed that there had been no interaction with the pump for an extended period. Subsequently, a resume pump alarm occurred due to the auto-off alarm not being addressed. A correction bolus was delivered to address bg level. Tandem technical support educated the customer on the auto-off safety feature.

Manufacturer narrative:
Device not returned.